Event description:
Patient underwent an endometrial ablation. Upon post-procedure hysteroscopy, the physician noted a defect with surrounding thermal effect. A diagnostic laparoscopy confirmed no perforation and no damage to adjacent tissue. No additional intervention was required. Patient discharged the same day and recovered normally.